Event description:
A (B)(6) female patient's son contacted zoll customer support to report that the patient was receiving frequent check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarm) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition. The black pulse wire was open in the trunk cable. The open pulse wire caused the reported alarms. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.